Manufacturer narrative:
(B)(4). The ge service rep replaced fuses, checked the calibration, and updated the software. The system operates as intended.

Event description:
The customer reported that the unit was not booting up after a power outage. No pt injury was reported.